Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). Investigation: customer returned photos of a 4mm, 32g pen needle from lot # 6299885. Customer states that the seal is partially open. The attached photos were examined and exhibited a partially opened tear drop label. The heat stake on the wall of the outer cover was not visible. The presence of a heat stake would indicate if the sample is properly sealed. As per manufacturing, a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failure. Possible root cause for tear drop label delamination could be related to the sealing process. Based on the above, no additional investigation and no CAPA is required at this time (B)(4).

Event description:
It was reported that a 32 g x 4 mm bd ultra fine¿ insulin pen needle was only partially closed, resulting in possible sterility issues. This was noticed before use and there was no report of injury or medical interventions.